Event description:
It was reported when doing auto decrement thresholds, it stops post three pulses and is very slow restoring programmed parameters. It was also reported the programmer pen does not respond to touching or releasing quickly. It is noted the programmer printer is very slow printing. It was stated the programmer is not safe. The programmer was returned for repair or replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the failure mode was identified in the validated programmer log dump. This issue was noted by sluggish performance due to a software file that was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.